Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular lead was noted to have high values of pacing impedance that has been recorded by the device. There have been different impedance values with different left arm movements and while manipulating the device. Shock impedance, pacing threshold measurements, and sensing have all been stable. During movements, the signal was clear on both the pacing and shock channels. The patient has been fine. The physician decided to evaluate the lead system at the next follow-up. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with regard to this issue. A surgical procedure was performed and the system was evaluated. The setscrews were well-screwed and the lead was properly connected to the header of the device. The physician noticed as soon as the lead was pulled out of the header that a small piece of fibrotic tissue came out of the ring. The lead was tested with a pacing system analyzer (psa) and showed consistent impedance and threshold values (700 ohms and 0.6v @ 0.4 ms). The same values were seen when the lead was reconnected to the device. The physician was confident that the out of range measurements were caused by the fibrotic tissue, and he decided to close the wound and see the patient within a month. The follow-up was performed and the lead values didn't show any out-of-range measurements during the month since the procedure. Before the fibrotic tissue was removed during the procedure, the lead had shown 4-5 out of range values in a month. The physician scheduled the next follow-up for 6 months. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a low amplitude noise was seen on an egm, and a revision procedure was scheduled. A request for additional information has been made. This investigation will be updated should further information become available.